Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -14.50 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. The patient experienced excessive vault, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Date of event is corrected to (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that a 13.2mm, vicmo13.2, -14.50 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. The patient experienced excessive vault. On (B)(6) 2020 the lens was exchanged for a shorter length lens and the problem was resolved. D6b- explant date is (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation- lens returned in a micro- centrifuge vial with moisture and residue/debris on lens. Visual inspection found no visible damage to lens and residue and debris on lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b2- requires intervention to prevent permanent impairment/damage b5-the reporter indicated that a 13.2mm, vicmo13.2, -14.50 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. The patient experienced excessive vault. On (B)(6) 2020 the lens was exchanged for a shorter length lens and the problem was resolved. 6b. (B)(6) 2020 h6- clinical code 4582: vaulting. Impact code 4629; lens exchanged. Claim# (B)(4).